Event description:
A malfunction alarm was reported without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. During an attempt to resolve the issue, technical support gathered malfunction details from the customer, but the call was unexpectedly disconnected as the customer received another call. Technical support planned to follow up with the customer for further assistance.